Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin pump passed displacement test and rewind test. The motor was tested outside of the insulin pump and passed. The insulin pump alarmed prime during basic occlusion test due to loose drive support disk noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and broken belt clip slot.